Manufacturer narrative:
Section d10. Concomitant product is updated. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false depressed results when processing on the alinity I processing module. On (B)(6) 2025, patient results were generated while the pretrigger reservoir was empty. At 19:07 the instrument stopped with an error related to the pretrigger level sensor error code 3060. The lab reinitialized the instrument, most of the results after the event did not produce a result, due to no optics or low optics reads, however 3 results were generated. Date/time; ID; assay result: (B)(6) 2025 20:20:40; (B)(6); cea < 0.5 ng/ml. (B)(6) 2025 20:22:46; (B)(6); ca 125 ii < 1.0 u/ml. (B)(6) 2025 21:20:28; (B)(6); tsh < 0.0100 uiu/ml. Rerun results next day: date/time ID module assay result (B)(6) 2025 14:16:27; (B)(6) cea 3.6 ng/ml. (B)(6) 2025 14:16:44; (B)(6) ca 125 ii 278.8 u/ml. (B)(6) 2025 14:18:26; (B)(6) tsh 2.6162 uiu/ml. No impact to patient management was reported.

Event description:
The customer observed false depressed results when processing on the alinity I processing module. On (B)(6) 2025, patient results were generated while the pretrigger reservoir was empty. At 19:07 the instrument stopped with an error related to the pretrigger level sensor error code 3060. The lab reinitialized the instrument, most of the results after the event did not produce a result, due to no optics or low optics reads, however 3 results were generated. Date/time; ID; assay result. (B)(6) 2025 20:20:40; (B)(6); cea < 0.5 ng/ml. (B)(6) 2025 20:22:46; (B)(6); ca 125 ii < 1.0 u/ml. (B)(6) 2025 21:20:28; (B)(6); tsh < 0.0100 uiu/ml. Rerun results next day: date/time; ID module; assay result. (B)(6) 2025 14:16:27; (B)(6); cea 3.6 ng/ml. (B)(6) 2025 14:16:44; (B)(6); ca 125 ii 278.8 u/ml. (B)(6) 2025 14:18:26; (B)(6); tsh 2.6162 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the alnty ci snsr bsl. Resolving the issue. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I-series processing module did not identify an increase in complaint activity. A review of tracking and trending for the alnty ci snsr bsl did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I-series processing module for serial (B)(6) or the alnty ci snsr bsl were identified.

Manufacturer narrative:
Section a patient information: patient identifier of multiple is(B)(6). No additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false depressed results when processing on the alinity I processing module. On (B)(6) 2025, patient results were generated while the pretrigger reservoir was empty. At 19:07 the instrument stopped with an error related to the pretrigger level sensor error code 3060. The lab reinitialized the instrument, most of the results after the event did not produce a result, due to no optics or low optics reads, however 3 results were generated. Date/time: ID : assay result: on (B)(6) 2025, 20:20:40 , (B)(6), cea < 0.5 ng/ml. On (B)(6) 2025, 20:22:46, (B)(6), ca 125 ii < 1.0 u/ml. On (B)(6) 2025, 21:20:28, (B)(6), tsh < 0.0100 uiu/ml. Rerun results next day: date/time: ID module : assay result: on (B)(6) 2025, 14:16:27, (b)(60, cea 3.6 ng/ml. On (B)(6) 2025, 14:16:44, (B)(6), ca 125 ii 278.8 u/ml. On (B)(6) 2025, 14:18:26, (B)(6), tsh 2.6162 uiu/ml. No impact to patient management was reported.